Event description:
It was reported that during a follow-up visit, x-ray found outer insulation damage. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found insulation abrasions. Since the entire lead was not returned, a complete analysis could not be performed.